Event description:
Customer reported failed battery message had occurred multiple times in the past month. The customer's blood glucose was 8.5 mmol/l at the time of the call. Troubleshooting found customer's insulin pump did not have any cracks and the contacts on the battery cap was not damaged or missing. Customer was using a new pack of (B)(6) aaa alkaline battery. After several attempts with the new batteries, customer still received failed battery test. Customer was advised to disconnect from the insulin pump and revert to his back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device will be returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored in 50c oven for several days and no blank display noted. The device was received with normal operating currents. No damage found at the lcd isolation tape noted. No unexpected failed battery test alarm noted. Also, the unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case, cracked reservoir tube, scratched reservoir tube window, scratched keypad overlay and cracked belt clip slot.